Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the device has a fractured needle with a twist in it, and there is one anchor in the needle and one on the suture. The device has been cycled once. The fracture site and type are consistent with a juggerstitch meniscal repair device curved needle insert fracture in which bending overload type of failure was identified. Part and lot numbers on the packaging match the reported product information. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed from product return. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, g3, g6, h2, h11. The following sections were corrected: d4 if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign - the event occurred in taiwan. The customer has indicated that the product is in the process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the suturing device fractured within the joint cavity during a meniscal surgery and could not be fired. No fractured pieces remain in the patient, and no additional consequences were reported to result from this malfunction. The surgery was completed with another device successfully. Attempts have been made, and no further information has been provided.